Event description:
It was reported that the pt underwent anterior lumbar interbody fusion (alif). The tip of the plate holder broke off while the surgeon was placing the pin in the plate. The tip was immediately retrieved. There were no parts left in the pt. No pt complications were reported.

Manufacturer narrative:
(B)(4): a review of the device history records for this device was not possible without additional info. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.